Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. It was stated that the device is available for evaluation, but it has not yet been returned to the manufacturer. The alleged issue could not yet be confirmed. If the device is received, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device. Expiration date october 31, 2026.

Event description:
It was reported that when the coil was attempted to be implanted in the aneurysm, it unintentionally detached. The implant was not placed and was removed from the patient. Another competitor's coil was used to complete the procedure successfully. No reported patient injury or intervention. The patient's condition was reported as no health damage.

Manufacturer narrative:
H11-corrections: section g3 on the first supplemental report was (B)(6) 2022. The correct date for that section on the first supplemental report is actually (B)(6) 2022.

Manufacturer narrative:
Section d2: the first supplemental report was stated "common device name: embolization coil, product code: krd" is not correct. The correct information for that section on the first supplemental report is actually " common device name: device neurovascular embolization, product code: hcg". Section d3:- the first supplemental report was stated " fax number : (B)(6)" is not correct. The correct fax number for this section on the first supplemental report is "fax number (B)(6)".

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal section, kinked at the distal section, and broken at the distal section. The implant was returned separated from the pusher. The implant does not have a monofilament and the pusher was not returned to evaluate the condition of the attachment monofilament. Therefore, the investigation was unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the pusher and monofilament, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Correction : g4- PMA/510(k): k090168.